Manufacturer narrative:
The ICD and the leads under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned follow-up data.the manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified.the returned follow-up data from november 14, 2018 have been analyzed. The analysis confirmed the clinical observation. Out of range impedance values were documented in the rv and lv channels. Despite the thorough evaluation of the data, the root cause of this observation was not determinable.in conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the ICD and the leads. Based on the information available for analysis, the root cause of the out of range impedance values was not determinable.

Event description:
It was reported that the patient had an ICD change out on (B)(6) 2018. The leads were reconnected. Since then the impedance measurements were out of range; the rv lead shock impedance was >150 ohms and the lv impedance was >3000 ohms resulting in no capture in the left ventricle. A revision took place on (B)(6) 2018. The psa measurements were satisfactory and no implanted device or lead was replaced. Home monitoring showed afterwards that the shock impedance on the rv lead was >150 ohms again and fluctuating. The leads and device remain implanted and active. No adverse patient side effects were reported. Event and implant dates not reported.